Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated, and the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a posterior cervical fusion. It was reported navigation was inaccurate by about 4 millimeters. The site continued the procedure with the use of another medtronic navigation system. This issue occurred intraoperatively and caused a 10-minute surgical delay. There was no reported impact on patient outcome.